Event description:
Failed prosthetic total wrist replacement, right wrist. Dates of use: 2003 - 2009. Diagnosis or reason for use: rheumatoid arthritis - total wrist replacement. Model#: kmi 26 3400 rt, catalog #: 26-1400, other #: ref#26-3400-rt. Universal total wrist impant, universal2 total wrist implant screws: 4.5mm cancellus.